Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced burning in the pocket site. When the patient rides in their truck or bends it burned, swelled up, and left a bruise. The patient was very active and worked with cattle on their farm- a contributing factor to this issue might have been that they bumped the pocket site in their truck. The patient was recommended a pain cream for the pain by their physician's assistant. The patient called the representative to ask about having the ins explanted but surgical intervention wasn't planned. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the pocket pain was due to them bumping the ins. The nurse called the patient to have them see the physician- they would discuss the possibility for a pocket revision. No further complications reported.